Event description:
Baxter reports that there was leakage from the connection between the spike of a transfer set and the port of a solution bag. There was no patient injury or medical intervention associated with this incident according to the international affiliate.